Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions. ¿and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2013-01881 & 2014-01369).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent total hip arthroplasty (B)(6) 2011. A subsequent revision was performed (B)(6) 2013 due to unknown reasons. The head and adapter were removed and replaced. Additional information received from patient's legal counsel reports patient underwent a right revision procedure due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, elevated metal ion levels, and loss of range of motion. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report noted patient underwent a right hip revision on (B)(6) 2013 due to pain and bursitis. Revision operative report noted the presence of fluid. The modular head and taper adapter were removed and replaced.

Event description:
It was reported patient underwent total hip arthroplasty (B)(6) 2011. A subsequent revision was performed (B)(6) 2013 due to unknown reasons. The head and adapter were removed and replaced. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received from patient¿s legal counsel reports patient underwent a right revision procedure due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, elevated metal ion levels, and loss of range of motion.